Manufacturer narrative:
The sample was not available for evaluation.

Event description:
In 2009, a home patient (hp) contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The hp was still connected to the patient line and needed assistance clearing the alarm to unload the cassette. The tsr explained the alarm. There were no leaks, both of the bags were empty, and the extra lines were closed. The hp did not disconnect from the patient line prior to the alarm. The tsr assisted the hp to unload the cassette/bag. The hp would reset up with new supplies. Nine days later, the nurse was contacted and stated that the hp had peritonitis. The following month, the following information on the peritonitis was received: the hp was diagnosed with peritonitis on original date, after having cloudy effluent and abdominal pain. A culture was performed and haemophilus parainfluenzae was identified. The hp was treated with vancomycin and gentamicin for twelve days, and then switched to amoxicillin on third day. The nurse stated that the hp had a respiratory issue and may not have washed properly when changing supply bags. Approx two months later, the hp's nurse stated the hp was doing well and recovered from the peritonitis.